Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission with oversensing on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. It was noted that the procedure was completed without complication and the patient was discharged in stable condition the next day.